Manufacturer narrative:
Initial reporter section: occupation - unknown. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During an attempt to inflate the balloon with water, the test could not be performed on the returned device due to the presence of two breaks in the catheter. A visual inspection of the catheter showed severe kinks that had resulted in breaks in the catheter. The locations of the two kinks that had resulted in breaks in the catheter were approximately 59.8 cm and 138.8 cm areas as measured from the distal tip of the device. Two additional kinks that had not broken through the catheter were also observed at approximately 170.7 cm and 220.4 cm areas as measured from the distal tip. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The nonconformances documented for the lot number said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the catheter can occur if the device experiences excessive pressure during general handling prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the nonconformances documented for the lot number said to be involved was reviewed and confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook eclipse ttc wire guided balloon dilator. The physician detected the leaking issue occurred during inflation in the procedure. Additional information was received 24-aug-2020 indicating the leakage came from the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Occupation: unknown. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The nonconformances documented for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A possible contributing factor to a leakage is if the device comes in contact with a sharp object or burr in the endoscope accessory channel. Prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the nonconformances documented for the lot number said to be involved was reviewed and confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook eclipse ttc wire guided balloon dilator. The physician detected the leaking issue occurred during inflation in the procedure. Additional information was received 24-aug-2020 indicating the leakage came from the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.